Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the catheter adapter (silicone tubing) separated from the twist sleeve of the minicap transfer set. This occurred during use of the device for peritoneal dialysis therapy. To resolve the issue, the transfer set was replaced to continue therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed with the naked eye which noted the silicone tubing was separated from the female connector/main body assembly. The silicone tubing length was measured and the length met specification which provided verification that the tubing had become disconnected from the female connector and not torn or broken. There was evidence on the inside of the tubing indicating the tubing was connected to the female connector during assembly. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.